Manufacturer narrative:
Investigation of this case revealed no identifiable device malfunction and no confirmed component failure. It was concluded that the event was user-experienced hyperglycemia with an undetermined cause and no confirmed device-related issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after breakfast despite announcing the meal, with blood glucose rising from about 90 mg/dl to approximately 356 mg/dl within ninety minutes; the user performed a supply change, and no issues were discernable with the infusion set or supplies, so the cause was unclear. Symptoms included elevated blood glucose. Outcomes included no need for medical attention and no alerts or alarms reported. Investigation included review of the reported event details and device use.